Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation summary: review of the device history record for 00515047501, lot number z000005741, identified no relevant deviations or anomalies. The returned product had particulate in the packaging. ¿final qa inspection¿ and ¿particulate inspection¿ is a visual comparison inspection of the size of the particle against a ¿dirt estimation chart¿ using the tappi (t213 and t437) test methods. These inspection steps define the following parameters for particulate inspection: * visually examine the package without opening. * inspect at a distance of 12 to 18 inches * inspect each pouch for up to 10 seconds zimmer biomet inspection procedure ¿packaging materials inspection¿ as it pertains to sterile non-implantable devices and packaging materials defines that if the particulate is embedded then a total of two particles whose individual areas do not exceed 0.60 sq. Mm in size are acceptable. The sample size per department sampling plan form, 7.6300/a, dictates that the sampling size for qa inspection for this product must be at least 19. Based on the attached pictures, the particulate identified does not meet acceptance criteria and is therefore nonconforming. The root cause of the reported event could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
(B)(4). The complaint is being reported by zimmer biomet as cmp-(B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the nurse found that there was a foreign substance inside of the sterile package when she opened its outer box. Its color is blue and looks like piece of rubber gloves. Therefore, she prepared an alternative one to complete the surgery. No adverse events have been reported as a result of the malfunction.